Manufacturer narrative:
D6b.

Event description:
Additional information received indicated the icm could not be interrogated. The patient was stable throughout the procedure.

Manufacturer narrative:
New information received that the insertable cardiac monitor was explanted on (B)(6) 2025 and had been returned for analysis. Information on facility and physician were updated accordingly based on the latest explant procedure.

Event description:
New information received that the insertable cardiac monitor (icm) was explanted on (B)(6) 2025.

Event description:
It was reported that from a non-clinical environment, the implantable cardiac monitor (icm) was reset inappropriately. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
G2 was checked as the event was initially reported by the patient.

Manufacturer narrative:
The reported events of inappropriate or unexpected reset, and failure to interrogate were not confirmed. The device was in normal working condition with battery above elective replacement indicator (eri) level upon receipt. Analysis performed, indicated normal functionality with normal interrogation results. Further evaluation at extreme cold temperature did not find any anomaly. Review of device history record (DHR) indicates all manufacturing and inspection operations were performed successfully, and the device passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that from a non-clinical environment, the implantable cardiac monitor (icm) was reset inappropriately. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.